Event description:
Medtronic received additional information: this event occurred during the treatment of a saccular aneurysm located in the left internal carotid bifurcation (top of the carotid), size 7.0 x 5.8 mm, witha 5.3 mm neck. Client clarifies that, the coil did not progress inside of the microcatheter, which was removed from the microcatheter and replaced by a new similar coil that progressed without issues. The micro catheter performed well to deliver the other coils implanted, the client considered that there was no problem with it, thus it was discarded. A continuous flush was used. The instant detacher was not used as the coil did not exit the catheter. No manual detachment was made.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that axium prime coil encountered some difficulty to go through the medtronic micro catheter and at the end it did not detach. The same micro catheter was used to implant the other coils inside the aneurysm, with no issues. The patient underwent coiling treatment for a saccular aneurysm. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient injury was reported. No images available for review. The patient¿s blood flow and vessel tortuosity observed normal. Reported device and any accessory devices were prepared as indicated in the IFU.